Event description:
Upon removal of the catheter, the dr reported it was found broken at the deflexion point. No adverse consequences for the pt.

Manufacturer narrative:
No patient consequences were reported. The catheter was discarded and the model number and serial/lot number are unknown. An sjm sheath was also used and discarded and no info is available regarding the model or lot number of the sheath. Without the device or lot information available for investigation, it is unknown whether there was a catheter malfunction or any relationship between the device and the event. However, catheters are 100% inspected in manufacturing for visual and functional criteria prior to release.